Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required intervention could possibly be related to implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. In this case, the pvl was most likely the result of the too deep positioning of the valve during implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve into a previously implanted surgical valve, the valve was implanted deep resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with little improvement. A second bav was performed with pacing but resulted in the valve moving further into the left ventricular outflow tract (lvot). A second 29 mm valve was successfully implanted to resolve the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.